Event description:
Clinical report states that patient underwent I&d with placement of wound vac for suspected infection 1.3 years after primary tha, and was revised two days later for adverse local tissue reaction with large pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clinical report states that patient underwent I&d with placement of wound vac for suspected infection 1.3 years after primary tha, and was revised two days later for adverse local tissue reaction with large pseudotumor.doi: unknown, dor: (B)(6) 2009 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.